Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that cardiosave intra aortic balloon pump (iabp) had leak test failed k6, k6a, k7, k8. No patient was involved.